Event description:
Non-delivery on channel b reported. The pump was returned to the biomedical dept from clinical service with a note attached stating "will not run on channel b". There was no tracking (nurse, pt, location) info included on the note. There was no incident report generated with pump's serial number. Though requested, there was no additional info available.